Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: partial deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during device preparation, the xpert stent was found prematurely partially deployed. Though requested, no additional info was available.